Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event was confirmed by review of pictures. Visual examination of the provided picture identified the poly portion of the metal impactor is fractured. The device history record was not reviewed; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the gray tip of a metal impactor broke during impaction of the glenosphere. The event occurred intra-operatively and all broken pieces were retrieved. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.